Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was out of service. The field service engineer (fse) observed the error message on the screen and contacted the technical support specialist (tss). Tss then remotely removed the error message and the customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer and the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station was out of service when we were trying to cover cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.